Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) did not automatically switch to rf telemetry. Programming changes were performed and rf telemetry was established. The patient was stable before, during, and after.